Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain ') in a (B)(6) year old female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: unknown. Pathology test on (B)(6) 2018: pelvic pain, fibroids; on (B)(6) 2018: cervix: chronic cervicitis with squamous metaplasia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 39-year-old female patient who had essure (batch no. 664440), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). And was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, unknown. Pathology test: on (B)(6) 2018, pelvic pain, fibroids. On (B)(6) 2018, cervix: chronic cervicitis with squamous metaplasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of product technical complaint. Fu 2 an d 3 processed together. On (B)(6) 2020: pfs received: primary reporter information updated, new reporter was added, reference updated. Fu 2 an d 3 processed together. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.